Event description:
It was reported a patient had a breach in aseptic technique, further described as a touch contamination during automated peritoneal dialysis (apd) therapy, and acquired peritonitis. The patient was hospitalized for five days for the event. The patient was treated with an unspecified drug for peritonitis and was retrained on aseptic technique. The patient recovered from peritonitis. Apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.